Manufacturer narrative:
The reported issue of the autopulse displayed "system error, out of service, revert to manual CPR" error message was confirmed during the initial functional testing. The root cause of the issue was due to the defective processor board. The component was replaced to remedy the fault. Following the repair, the autopulse passed all testing successfully with no issue or faults observed. Visual inspection was performed and no damage was noted upon receipt. A review of the archive cannot be performed due to archive data was unable to download. Initial functional testing could not be performed due to the autopulse displayed system error (latch error 136 - internal parameter corrupted) error message upon powering up of the device thus confirming the reported complaint. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse with serial number (B)(4).

Event description:
As reported, the autopulse displayed "system error, out of service, revert to manual CPR "error message upon powering up of the device. According to the customer, the issue occurred before placing the patient onto the autopulse. The use of the platform was discontinued and manual CPR was performed for an unknown length of time. No patient outcome was reported.